Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed. A field service engineer (fse) noted that legacy half height cubie drawers were end-of-life and not supported for individual part replacement, requiring installation of a complete enhanced drawer assembly. The user was logged out, the cabinet was powered down, medications were removed with pharmacy coordination, and the legacy drawer, cables, rails, and mounting components were removed. The enhanced rails and drawer assembly were installed, connections were secured, alignment was verified, and cables were routed properly. The cabinet was then powered on and allowed to boot fully to restore normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 had been repeatedly jamming during the week. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.